Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ severe pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headache"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with surgery (on (B)(6) 2014, underwent surgery to remove essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, fatigue, migraine, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2009 and experienced chronic pelvic pain. She underwent surgery to remove essure coils on (B)(6) 2014. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. Limited information was provided in this case. The case was classified as incident since device removal was required as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy as well as uterine ablation". The patient's medical history included endometriosis and dysfunctional uterine bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ severe pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headache"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy. Right and left salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, fatigue, migraine, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy as well as uterine ablation". The patient's medical history included endometriosis and dysfunctional uterine bleeding. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ severe pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headache"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopic hysterectomy. Right and left salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, fatigue, migraine, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter's information added.medical history were added.event:hysteroscopy as well as uterine ablation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ severe pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headache"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with surgery (on (B)(6) 2014 underwent surgery to remove essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, fatigue, migraine, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2009 and experienced chronic pelvic pain. She underwent surgery to remove essure coils on (B)(6) 2014. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. Limited information was provided in this case. The case was classified as incident since device removal was required a product technical analysis is being sought. Further information will be obtained through the litigation process